Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no bipolar energy being delivered. The bipolar energy was operational initially. The intuitive tech support engineer (tse) advised replacing the cautery cable. The customer stated that no beeping was heard when the surgeon pressed the energy pedal from both surgeon side consoles, and that a spare energy cable and instrument have already been installed. The procedure was converted to laparoscopic. No known impact or patient consequence was reported.